Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy with coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-mar-2018: essure insertion and removal date provided; partial hysterectomy was performed with coils removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and salpingitis ("bilateral fallopian tube with mild chronic "salpingitis"") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroadenosis of breast and genital herpes. This patient denies associated pain. Concurrent conditions included cramp in lower abdomen, suprapubic pain, breast tenderness, painful periods, intramural leiomyoma of uterus, tingling, fibroadenoma, obesity, sexually transmitted disease, vaginal irritation, stress and weight decreased. Concomitant products included antibiotics for bronchitis as well as caffeine. In (B)(6) 2007, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), cervicitis ("cervix with acute and chronic cervicitis"), cervical cyst ("cervicitis "), adnexa uteri cyst ("paratubal cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, vaginal haemorrhage, menorrhagia, migraine, headache, vaginal discharge, fatigue, cervicitis, cervical cyst and adnexa uteri cyst outcome was unknown and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri cyst, cervical cyst, cervicitis, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, salpingitis, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, vaginal discharge, cervicitis, cervical cyst, salpingitis, adnexa uteri cyst, menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received- new event- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, nabothian cyst, cervix with acute and chronic cervicitis, bilateral fallopian tube with mild chronic salpingitis, paratubal cyst, abdominal pain were added. New reporter, patient information, lab data, concomitant drug, historical and concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (will have surgery to remove the essure implant on (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient will have surgery to remove the essure implant on (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.